Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The download data shows an 0x40, rotational sensor maximum open count exceeded, alarm was generated during operation. Abnormal rotational sensor data was observed. The pod was successfully rerun. No hazard alarms were generated but the abnormal rotational sensor data was replicated during the rerun. During investigation, commutator cap damage was observed on lines of contact between the commutator cap and the rotational sensor spring. It was determined that this damage prevented the ratchet gear from rotating as intended thus preventing insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 300 mg/dl, while wearing the pod between 36 and 48 hours on the infusion site (back). As treatment, the patient changed out the pod for a new pod.